Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call of experiencing sensor glucose versus blood glucose differences. Customer reported that sensor glucose was low and blood glucose was actually 289 mg/dl and went up to 500 mg/dl due to eating. Customer declined troubleshooting for high blood glucose.